Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was 422 mg/dl at the time of event. Customer also stated that there was air bubble in the infusion set and reservoir. Customer declined troubleshooting. It was unknown whether the customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.